Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® acd solution a blood collection tubes had multiple defects (listed below): damage or open package / seal where sterility is not compromised, foreign matter outside of tube, discolored / abnormal additive form, foreign matter in tube; biological and non- biological, glass breakage before use, sterility (product not sterile), cracked tube. No serious injury or medical intervention.